Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that last night the recharger display indicated that the recharger battery was out of charge. The patient connected the desktop charger to the recharger, but the recharger display continued to indicate the recharger was out of charge. The patient plugged the desktop charger into a different outlet, but nothing changed. The patient confirmed the power indicator light on the ac power supply was solid green. Agent had the patient examine the desktop charger cord and they noticed the connector pin had broken off and they couldn't find it. The patient confirmed the desktop charger connector pin was not stuck inside the recharger connector port. The patient confirmed the recharger connector port looked normal. A request was sent to the repair department to replace the desktop charger.